Event description:
During surgery, a psx lordotic expandable, 8 x 10 x 30mm, 20° broke while the surgeon was trying to achieve more lordosis. A bilateral cage was placed in the disc space on the patient's right side in an attempt to alleviate the initial broken cage from collapsing and/or migrating. This caused a delay in surgery. No patient injury was reported.

Manufacturer narrative:
The implant has not been returned for evaluation. The lot number was not provided; therefore, a review of manufacturing records cannot be performed. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.